Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: (B)(4) inratio: >7.5. (B)(4) inratio: (B)(4): >7.5. Date: (B)(6) 2011, inratio: 7.3, lab: 5.3. Customer took his inratio reading 30 minutes prior to going to lab. Takes 5 mg/day except on mondays where he takes 7.5 mg. No bruising or bleeding.